Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous, 30% stenosed, de novo lesion in the left anterior tibial artery. A 1.5x120mm armada 14 balloon dilatation catheter (bdc) ruptured during the first inflation to 24 atmospheres (atm). It is suspected that the rupture was due to the calcified lesion. There was no adverse patient effect and no clinically significant delay in the procedure. Another armada bdc was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to user error/operational context. The bdc was overinflated to 24 atmospheres (atms) when the balloon ruptured. It should be noted that the percutaneous transluminal angioplasty (pta), armada 14 xt, over the wire (ot), global instructions for use (IFU), states: balloon pressure should not exceed the rated burst pressure (rbp). The rated burst pressure for this device is 14 atmospheres as indicated on the product label. In this case, it is likely the combination of the IFU deviation, and the moderately calcified anatomy contributed to the reported event. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.